Manufacturer narrative:
(B)(6).

Event description:
It was reported that during acl procedure surgeon had trouble progressing the pin, surgeon removed the pin and noticed that the tip was not present. No significant delay or patient injury reported.

Manufacturer narrative:
Examination is not possible, as the device has not been returned. A photograph however was sent for evaluation. Examination of the photograph shows multiple devices two of which are passing pins. One pin appears to have been broken. Root cause cannot be determined without the return of the device in question. In the event the device is returned the investigation will be reopened.

Manufacturer narrative:
One 2.4x381mm drill tip passing pin and one 5mm offset endo-femoral aimer was returned for evaluation. Visual assessment of the passing pin confirmed the reported breakage. Approximately 1.250 inches of the distal tip has broken off. The passing pin is bent roughly mid-point of its length. A major area of abrasion is located at the break. Dimensional assessment of the passing pin was performed and found to meet print specifications. The aimer is over 12 yrs. Old and shows normal wear, however no abnormalities were observed. Per passing pins instructions ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure¿. No root cause related to the manufacture of the device can be established.